Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA#: 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three consecutive 7.0mm trivantage tubes were introduced into the patient's trachea because no electrode check seemed to pass. According to the anesthesiologist, the maximal tube size was used for the patient, and the patient was not under anesthetics at the time of intubation. Also, no lubricant was used on the external walls of the tube. The nim 3.0 neuro was also rebooted multiple times during the procedure, and electrodes re-inserted into the patient interface without it having any impact on the electrode check. The procedure extended for one hour. Thyroidectomy was performed without monitoring, without any patient harm. No patient injury reported.